Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one-month post implant, the right ventricular (rv) his bundle lead had no capture due to dislodgement. The dislodgement was confirmed via chest x-ray. It was noted that the rv pacing lead had elevated threshold measurement. A chest x-ray confirmed the rv pacing lead had no slack. The rv his bundle lead was turned off and later explanted and replaced. The rv pacing lead was repositioned and remains in use. No patient complications have been reported as a result of this event.